Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported the irrigation cannula was clogged and an irrigation failure occurred during an anterior vitrectomy procedure. The procedure was completed after replacing the irrigation cannula with another one. There was no harm to the patient. The product sample was available. No additional information is expected.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history record indicates the order was built to specification. One probe, one cannula and one infusion cannula were visually inspected. The cannula was occluded with a foreign material. The attempt to filter the debris out of the cannula was unsuccessful. The 25ga cannula was sent to the lab for further investigation. The data from the lab determined the occlusion to be composed of human tissue. The root cause of the customer's complaint could not be established as the cause of the occlusion with tissue could not be confirmed. No cassette was returned to investigate functional testing of the cassette. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. The manufacturer internal reference number is: (B)(4).